Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy. While stapling tissue around the kidney, the staple line was formed incompletely. The surgeon did not see any staples in the tissue when he removed it from the tissue. The instrument was able to fire. To complete the procedure, another handle was opened and used to staple across the faulty staple line. No patient injury or extension in surgical time. Patient status is alive, no injury.